Event description:
It was reported that the patient presented to the hospital for a routine generator change. During the procedure, the left ventricular (lv) lead exhibited loss of capture on all vectors. The lv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.